Event description:
The customer reported that the itrak 3500 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.